Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion set had not displayed e4 (occlusion error) during the past half year. The patient often experienced elevated blood glucose levels. The patient found no insulin to be flowing from the infusion set and the device did not display e4. No adverse event was reported. The infusion device was requested to be returned for product evaluation.